Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product was provided for evaluation. Data was received but doesn't reflect the alleged device. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.